Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2009, the pt received triple her dose and suffered an overdose. The pt was seen in the clinic at 3 pm. The pt went home after the appointment and went to sleep. When she woke up, she thought she was dying; her head felt like it weighed 200 pounds; her legs were numb; she had to crawl to the bathroom and get in the shower; and she called an emergency responder. The pt was reportedly afraid to say anything about the event before now ((B)(6) 2011). The pt indicated that she had a clot in her heart now because of the 2009 event. An underdose was also reported. The pt went "from the 12th to the 1st with no meds and was forced to use other means"; the months were not provided. The pt was taking oral percocet to control the pain, but it did not help. It was noted that the pt was very emotional and difficult to understand. The pt was looking for a new physician because she had a refill coming up and was uncertain if her current physician would fill the pump. The device system was used to deliver hydromorphone, clonidine, bupivacaine, and baclofen. Additional info has been requested; a f/u report will be sent if additional info becomes available.